Manufacturer narrative:
The reported noise anomaly was verified via stored electro- grams. Noise was observed on the atrial channel. The device was connected to test leads and loads; all measurements were normal. A cardiac simulator was connected to the device. The device sensed the cardiac signals properly. The device's setscrews were checked and found to be normal. The noise observed appears to be consistent with that caused by a damaged lead.

Event description:
It was reported that noise detection in the atrial channel with iegm episodes were observed. A device connection issue was suspected. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.